Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) while power was turned on it displayed maintenance required.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed malfunction to be fault 77 vacuum set point error. Fse resolved the issue by replacing regulator,drive. Fse then calibrated and performed functional testing to the unit. The equipment was cleared for customer use. The failure analysis and testing department received a drive regulator for evaluation. Performed visual inspection of the drive regulator and found no visual damage and the part looks to be in good condition. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Installed the drive regulator into the iabp cardiosave test fixture for testing of the reported problem. Performed and tested (1 hour) in accordance with the cardiosave service manual p/n (B)(4). Found that all functions were normal. The tests (1 hour) did not trigger the reported problem of ¿maintenance required message on display¿. The failure analysis and testing department was unable to replicate the failure experienced by the customer. The drive regulator was retained in the failure analysis and testing department per procedure (B)(4). The root cause selection for this investigation will be ¿not confirmed¿ due to the failure analysis and testing department was unable to replicate the failure. The non-conformances with the returned components were not confirmed.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) while power was turned on it displayed maintenance required. There was no patient harm reported.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5,e1(name & email blank),e2,(blank),e3(blank),g2(remove health prof), h6(clinical & impact).